Event description:
The ge oec 8800 fluoroscopy system reportedly mixed images between patients or had missing images. No patient injury or misdiagnosis was reported as a result of this malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the issue to a corrupt hard drive that was removed and replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.